Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left superficial femoral (sfa) artery. A non-bsc stent was implanted. For post dilation the physician advanced the 6.0mm x 20mm sterling monorail balloon catheter. On the first inflation the balloon was inflated to 8atms and ruptured. The physician noted 'the balloon could have ruptured as it contacted the distal edge of the stent'. The device was removed from the patient intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).